Event description:
Medwatch report # (B)(4) states: patient underwent an open synovectomy of the left hip joint, as well as removal of the implant from the left hip, with insertion of an antibiotic spacer. This patient had been complaining of a clicking and popping sensation in the left hip. Due to this and the fact that this was a recalled asr implant; it was felt that she should have her implant revised.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected information this product was reported in error. The MFR number, 1818910-2014-10824, is being rejected.